Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (450 mg/dl). The cause for the reported elevated bg level was unknown. Customer delivered a bolus to address elevated bg levels. Customer declined further follow up with tandem technical support.